Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, but the display was found to be out of specification with lines running through the display. It was also noted that the ring cover was broken and the keyboard pad was cosmetically damaged.

Event description:
It was reported that intermittently the menu screen (bottom) will only bring up a rolling black horizontal line when the menu button is pressed. Bench testing was able to duplicate this several times. It is noted the top screen was normal every time. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.